Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent audio output on (B)(6) 2014. Patient was advised to test the alert functionality and reported alerts were functional. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).